Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. At this time no intervention has been performed and the s-ICD remains in service. No adverse patient effects were reported.